Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. After the procedure, the patient experienced tongue movement issues where it was difficult to move their tongue to the right side of the mouth. It was noted that the tongue movement difficulty impacted the patient's daily life through difficulty eating and speaking. The patient also experienced one occurrence of lightheadedness. An ent consult was performed, and, in the opinion of the ent, the tongue issue could take six months to one year to resolve.